Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2014 with the following findings: a review of the pump¿s black box history showed that one unexplainable power reboot was recorded on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked from the thread area to the case seal. The battery compartment threads were found to be damaged. The returned battery cap was not able to be fully secured to the pump. During testing, the pump performed the rewind, load, and prime steps with no power reboots, power losses, or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture contamination was found inside the pump. The complaint that the pump was losing power intermittently was observed in the pump history, but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.